Event description:
The pt claims there are some syringes in the shipment that do not work. She has been using this for years and never had a problem before. She thinks it is this particular lot. Pt already discarded 5 syringes and when she tried to move the plunger, there is a black piece not allowing to use the syringe. Pt has enough, no replacement needed. Could not find the exp date. To date of this report 08/18/2010, the item has not been returned by the pt. Dose, frequency & route used: use 5 per day as directed. Therapy dates: (B)(6)2010 to (B)(6)2010. Diagnosis for use: diabetes.